Manufacturer narrative:
It was determined the reported fault was due to a supplied item. The supplier was notified of the issue.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Potential part number: 100/150/070. Potential lot number:16081870. Potential expiration date: 08/17/2021. Potential manufacturing date: 09/12/2016. It was reported that the incident occurred within the last two weeks.

Event description:
It was reported that immediately after patient use of the portex® choice tracheal tube, the device kinks "tube plicature". According to the report, the observed kinks lead to "patient respiratory problems" and the patient needed to be extubated and re-intubated. It was further reported that the tracheal tube was softened during use on a warmer at 37°c. No patient injury was reported.